Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer reported via e-mail that the brushhead comes loose from the hand piece during brushing. No injury was reported.

Event description:
Consumer reported via e-mail that the brushhead comes loose from the hand piece during brushing. No injury was reported. 07-oct-2021 case update: suspect product updated to oral-b power rechargeable toothbrush handle 3765 after investigation completion.

Manufacturer narrative:
Product investigation results: product return was received and investigated. Product investigation results showed that the complaint is caused by wear of the driving shaft due to usage of abrasive toothpaste in combination with insufficient cleaning with use over many years.